Event description:
It was reported by the rep that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier would not fire. The case was completed with another device. There was no pt consequence.